Manufacturer narrative:
On (B)(4) 2012, the company representative was unable to duplicate the event of the direct ECG signal not showing on the screen after plugged into the direct ECG connector. As per the company representative, verified the ECG cable assembly to be properly working. However, dried saline deposits were observed ECG and pressure connectors on the front end board. The company representative cleaned the connections. The most probable root cause for the malfunction could be attributed to saline spill on the cables and connectors. The customer reported that the connection to the external ECG input was loose fitting the 1/4 male jack; the service representative could not confirm that. As a preventive measure and to accommodate the customer, the company representative replaced the external connector cable assembly (part number: 0012-00-0765) was replaced. During the service, the company representative noticed the low volume in helium tank and recommended for replacement. In addition, also replaced helium regulator assembly (part number: 0119-00-0208) that was noticed to be leaking. After the repairs, a full calibration, functional and safety tests were performed on the iabp unit. The iabp was tested to factory specifications. It functioned normally and was returned to the customer on (B)(4) 2012. During the course of repair, a loaner iabp unit (cs300, s/n (B)(4)) was provided. (B)(4).

Event description:
The customer reported that while the iabp was in use on a patient, the direct ECG signal was not showing on the screen after plugged into the direct ECG connector. The patient was switched to another iabp and therapy was continued. No patient injury was reported.